Manufacturer narrative:
Correction: the sureform 60 stapler instrument associated with this complaint was transferred to the failure analysis (fa) engineering team for further investigation, and the evaluation was completed on (B)(6) 2024. Fa was unable to replicate the reported uncontrolled motion of the stapler jaws snapping closed, as described by the customer. The stapler was re-installed on an in-house system with an in-house white reload. There was no snapping motion observed as the instrument was inserted into the cannula. The stapler underwent the following functional tests while on the system, and no uncontrolled jaw motion was observed: recognition, initialization, engagement, clamping, firing, and unclamping. The stapler moved as intended, and it precisely followed the master tool manipulator (mtm) commands in the pitch, yaw, and roll movements. The instrument did exhibit unintended wrist motion upon un-gripping the jaws on 1 of 10+ installs, yet the unintended motion was not replicated again. When the jaws were commanded to un-grip and the channel reached the fully opened position, simultaneous additional movement of the instrument tips along the yaw axis was observed. This motion is unrelated to the reported complaint, as the wrist yaw motion and grip motion are controlled by different mechanisms within the stapler. A visual inspection of the instrument was performed, revealing a tear in the wrist cover approximately 0.215" in length. There was no missing material. Wrist cover tears can be caused by operating too close to the cannula, or by removing the instrument through the cannula with open jaws. No other damage was observed to the instrument during the inspection. The procedure logs were reviewed, and they showed a wrist yaw position error that occurred on the 2nd to last install of the returned stapler. Wrist position errors indicate difficulty with moving the instrument tips to the commanded position, and they can result from interactions with the body wall or other firm objects. A wrist position error would not result in an abnormal jaw gripping motion. No external collisions were identified, based on the system's outer joint positions. The log review also showed that the jaws were in the open position during instrument removal on the last install, which suggests the event may have involved the instrument jaws being forced closed as the instrument was removed through the cannula. When an instrument is removed through the cannula with open jaws, the force will back drive the stapler and close the jaws to fit through the cannula. System-controlled jaw closure by removal through the cannula is not a high-speed actuation of the jaws, and would not be considered a 'snapping' motion, as described in the reported complaint. The investigation of the returned stapler and the logs from the procedure provide no evidence that the jaws were snapped together independent of user commands. The root cause of the reported event could not be conclusively determined, due to the inability to replicate the uncontrolled grip motion and the limited customer information regarding the event.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 60 stapler instrument associated with this complaint, and an initial failure analysis (fa) investigation was completed. Fa did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system, where it passed the recognition and engagement tests. The stapler initialized, clamped, fired, and unclamped without any issues. The instrument moved intuitively, with a full range of motion in all directions, and the grips opened and closed properly. No errors appeared during in-house testing. A review of the logs showed no failures. No damage was found. Additionally, the instrument was found to have a torn wrist cover. The size of the tear was approximately .215" in length. There was no missing material. The probable root cause of this failure is attributed to mishandling/misuse. A white sureform 60 stapler reload was returned along with the stapler as an incidental return, and an initial failure analysis (fa) investigation was completed. The reload was returned unfired, and the knife was still in the garage. The reload was installed onto an in-house sureform stapler instrument and then placed on the in-house system. The reload was successfully fired. It was then disassembled for visual inspection. There was no damage observed to the pusher, cartridge, or blade. A review of the logs shows no firing failures.

Manufacturer narrative:
Based on the customer's claim against the product, an investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued, but intuitive surgical, inc. (Isi) has not received the product for evaluation. If additional information is obtained, a follow-up MDR will be submitted. A review of the device logs for the sureform 60 stapler instrument associated with this event was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). Per the fae, the logs show the instrument was installed on the system 6 times, and it fired 4 reloads (4 blue). On installs 1-4, the firings were completed, with no pauses for compression. On the 5th install, the system failed to detect the reload color, and the user manually selected the white reload. No clamping or firing was attempted on this install. On the 6th install, the user was again prompted to select the reload color, due to not firing on the previous install. The white reload was selected; however, no clamping or firing was performed on this install. The stapler was then removed, and it was not used again in the procedure. There were no incomplete clamps, incomplete unclamps, or firing failures for this instrument, per the logs. There were no errors in the system logs indicating that the e-stop was pressed or that the manual release knob was used to release the jaws of the stapler.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) procedure, after inserting a sureform 60 stapler instrument into the trocar, the jaws snapped together, without intervention. The jaws of the instrument caught the peritoneum as they went and locked into this position. The only way to remove them was to use the knob to free the tissue. An unspecified injury was reported. Intuitive surgical, inc. (Isi) contacted the site for additional information; however, at the time of this report, no further details had been received.

Manufacturer narrative:
The sureform 60 stapler instrument associated with this complaint was transferred to the intuitive surgical, inc. (Isi) failure analysis (fa) engineering team for further investigation. Fa replicated and confirmed the customer reported complaint. The stapler instrument was re-installed on an in-house system with an in-house white stapler reload. No unintended motion was observed upon insertion. The following functional tests were then performed with the returned stapler: recognition, initialization, engagement, clamping, firing, and unclamping. All functional testing was completed without error, and no abnormal motion was observed as the tests were conducted. The stapler underwent additional testing to address the customer observation of non-intuitive motion. The stapler moved as intended, and it precisely followed the master tool manipulator (mtm) commands in pitch, yaw, and roll, in both un-gripped and gripped jaw positions. However, when the jaws were commanded to un-grip, and the channel reached the fully opened position, the entire grip assembly was observed to move in the same direction as the channel, before settling into its original position. In other words, the motion was a slight upward movement of the jaw assembly upon the un-gripping of the jaws, and it may be related to the reported complaint; however, it was not replicated through any additional installs of the instrument. Abnormal jaw motion was observed on 1 of 10+ installs of the stapler instrument, which suggests the motion issue may be related to an intermittent increase in friction during cable movement, which resolved upon additional installs. The reported uncontrolled motion during following was confirmed through procedure log analysis. There was no indication of an external universal surgical manipulator (usm) collision when the instrument was installed, which was confirmed by analyzing the outer joint positions of the system. Additional logs for the procedure were reviewed, and a large stapler wrist yaw position error was observed to have been generated following the second to last installation of this instrument. The commanded position was compared against the actual yaw position exhibited by the stapler. A position error was observed while in following mode, and it persisted until the user removed the instrument from the arm. The position error indicates potential increased friction at the wrist, and it could be due to an intermittent mechanical issue, as the issue was not consistently replicated. To identify potential sources of friction, the stapler underwent a visual inspection of various components. The steering and drive cables appeared to be adequately tensioned. The steering inputs were manually manipulated, and the coordinating motion was proper. The stapler I-beam was manually extended and retracted. No abnormal jaw movement was observed upon retraction of the I-beam. The wrist cover was found to be torn, with no fragments observed to be missing. The presence of the tear in the wrist cover does not appear to be the root cause of the observed friction, as there is no consistent or sustained unintended movement that can be attributed to that tear. In conclusion, while unintended motion was observed during internal testing, the root cause of the reported event could not be determined due to the inability to consistently replicate the issue and to identify the source of the increased friction. The white sureform 60 stapler reload was also tested by the fa engineering team, who repeated the initial tests and confirmed there was no reported issue. The stapler reload was installed on an in-house system and fired on a test sheet using an in-house stapler instrument. The subsequent cut and staple line were well-formed. The stapler reload was visually and microscopically inspected for damage following the test fire. All pushers and staples were observed to be deployed, and the knife was concealed at the distal end. There was no damage observed to any of the components. The stapler reload was returned with no reported issue, and fa confirmed that it passed the functional firing test without issue.

Event description:
Refer to h10/h11 for follow-up information.